Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. On (B)(6) 2024, the patient experienced a severe medical emergency while alone in his bedroom at home. He reported feeling dizzy before losing consciousness. The exact time of the incident is unknown due to the lapse in memory and the fact that it occurred over a year ago. At the time, the patient was living independently and had no recollection of receiving any alerts or notifications from his dexcom device prior to the event. He does not remember his continuous glucose monitoring (cgm) reading before passing out. The patient was missing for three days, from (B)(6) 2024 to (B)(6) 2024. During this time, his children attempted to locate him by contacting his workplace, especially since it was easter week, but were unsuccessful. On (B)(6) 2024, his daughter contacted emergency services and requested a welfare check at his home. Paramedics arrived and entered the residence without forced entry, as the door was unlocked. They found the patient unconscious in his bedroom and immediately transported him to the hospital. The patient remained unconscious for approximately three days and was later informed that he had been in a coma for 15¿20 days in the intensive care unit (ICU). He has no memory of the events from the time he lost consciousness until he regained consciousness nearly three weeks later. During his ICU stay, he was in critical condition but eventually stabilized and was transferred to a regular hospital room. Following stabilization, the patient underwent physical therapy at two separate facilities to relearn how to walk, as he had experienced paralysis from the waist down. According to information provided by his children, paramedics performed a blood glucose (bg) test at the scene, which showed a dangerously high reading of 1600 mg/dl. He was administered IV fluids, including four additional IV bags during his hospital stay. His omnipod and dexcom sensor were removed by paramedics, as they were no longer functioning. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024. Upon discharge, he was stable and reported adhering to all medical instructions. There was no documentation of further medical evaluation or intervention following his release. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and coma. H6 codes: health effect - impact code problem code: f18 rehabilitation/ code not available. H6 codes: health effect - impact code problem code: correction to disregard 4650. Appropriate term/code not available.

Event description:
Subsequent to the initial MDR, a correction was updated on 08/06/2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: investigation findings - correction. H6 codes: investigation conclusion - correction. H10: corrected data.